Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the staple cartridge noted that the reload had a full complement of staples. The proximal end of the adapter was broken and not received. The articulation flag was bent. Functional testing of the reload could not be performed due to the damage to the adapter and articulation rod. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. This event was previously submitted on a summary report. Subsequently, medtronic has received additional information which is being submitted via this 3500a.

Event description:
According to the reporter, during use of the product, the product failed to worked. There was no patient injury.